Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that the circular seal, lock collar, obturator, trocar balloon and dissector balloon appeared intact. The insufflation bulb was received. The inflation syringe was not received. Pmv performed functional testing; the trocar balloon was inflated, using a test syringe, no leaks detected. The hole was covered, and the dissector balloon was inflated, a leak was detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the hole in the dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device¿s balloon did not inflate. No adverse event to the patient.

Event description:
According to the reporter, intra-operatively, the device¿s balloon did not inflate.